Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances measuring greater than 3,000 ohms on a couple occasions. The value recovers back to the patient's typical value of 600 ohms. Furthermore, there were high amplitudes reported at the same time and inappropriate atrial tachy response (atr) episodes due to noise on the atrial channel. Boston scientific technical services (ts) recommended turning off the respiratory rate trend, which was performed. The rest of the routine check was found to be normal. The patient has reported chest pain on and off, it is unknown if this was related to the observation reported above. This patient will continue to be monitored. This product remains in-service.